Manufacturer narrative:
The lead was returned without a complaint. A complete lead was returned in one piece. Electrical testing and visual inspection of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-73419. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire system due to infection. The patient was in stable condition throughout the procedure.

Event description:
Related manufacturer reference number: (B)(6). It was reported that the patient presented in the clinic with a pocket infection and experienced pain at the implanted device pocket site. The physician explanted the entire system due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5, h6.